Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and passed out on (B)(6) 2017 with blood glucose of 27 mg/dl. The customer was treated with dextrose through an intravenous and shot. The customer¿s blood glucose was then 180 mg/dl and then got back on the pump and the blood glucose was 55 mg/dl and was treated by drinking juice, anything with sugar. The customer released four hours later and was advised to follow up with physician. The customer¿s blood glucose went from 90 mg/dl to 250 mg/dl and was back on the pump. The customer's current blood glucose was 113 mg/dl. The customer was treated with food. A week later blood glucose level was 148 mg/dl. The customer's got home over laboratory day weekend her blood glucose was randomly low around 70 mg/dl and also had cystic, fibrosis and was a transplant. The insulin suspended and then over the weekend she started balancing out and had not gone below 90mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.